Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: ¿impact of transcatheter tricuspid valve repair for sever tricuspid regurgitation on kidney and liver function." (B)(4).

Event description:
This is being filed to report patient death post procedure. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the article titled, impact of transcatheter tricuspid valve repair for sever tricuspid regurgitation on kidney and liver function. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Date of event: dates estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 1494 - patient selection (use in tricupsid valve). The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, it should be noted that, per the intended use section of the mitraclip system IFU, " the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". In this case, the device was used for a tricuspid valve procedure; however, there is no indication that the user technique influenced in the reported issue. Based upon the information reviewed, a definitive cause for death cannot be determined. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 1494 added.